Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. The customer was advised to use an alternate insulin delivery method temporarily, and a replacement pump was sent. Instructions on storage and return of the faulty pump were provided and understood by the caller.